Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product evaluation cannot be performed as the lens remains implanted. The complaint issue reported could not be confirmed and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at one day post implant of an intraocular lens, the patient experienced possible toxic anterior segment syndrome (tass). Additional information states surgeon noted decreased visual acuity (va) 1-day postop, and performed an anterior chamber (ac) tap, results showed no growth; however, patient still could not see, counting fingers. The surgeon initially tried to perform a vitreous tap, but nothing would come out, used g25 needle so he performed an ac tap instead. Surgeon could not see the fundus at this time, no red reflex. One week later, he noted ac clearing up and can now see the retina. Patient is post retinal detachment with scleral buckle a few months prior to cataract surgery. Patient was prescribed medication at one-day post-op but is currently being tapered off the medication. The issue had significantly affected the patient ability to perform activities of daily life but is improving. To date the lens remains implanted and the patient is getting better. The surgeon noted he had 10 cases at the same facility the same day and used the same ophthalmic viscosurgical device (ovd), irrigation solution, anesthetic, and post-op drops, with no other episodes of tass. No further information provided.